Manufacturer narrative:
(B)(4). All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, spikes and trends will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Note: instructions for use warns the users to, "never apply a gait belt or transfer belt if there is any compromise of safety or indication of inappropriateness to the patient or caregiver. Do not over-rely on a gait or transfer belt. These are not a substitute for good body mechanics when assisting patients. Get assistance when needed, and always follow the facility¿s written procedures for approved assisted walking, lifting and/or transfer procedures." (B)(4)

Event description:
Customer reported one of the prongs to the female part of the buckle broke off while in use with a patient. The exact date of event is unknown.